Event description:
The female patient was undergoing a total vaginal hysterectomy and the suture needle broke in half during suturing. An x-ray demonstrated that the other half of the needle had been retained in the vagina. The surgeon used fluoro to find the other half of the needle and it was removed. There was no harm to the patient. Manufacturer response for ethicon 0 vicryl 36" lot# jk2934 and lot# kc2747, ethicon (per site reporter): ethicon representative to be notified by main operating room staff.